Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of residual shunt after implant was reported. No batch number was received, so no lot specific similar complaint review could be performed and no device history record was reviewed. Information from the field indicated that the cause of the event was due to the device being undersized or the patient having a fenestrated septum. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2023, an unknown amplatzer pfo occluder was implanted in a patient. Post implant, there was moderate leak. The device was either undersized or a fenestrated septum. The physician said it's hard to tell on transesophageal echocardiography (tee). The device remained implanted and partially working as intended but residual leak still present. No additional information was provided, on treatment, device information or patient status.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.